Event description:
It was further reported that resistance was encountered while attempting to pull the device into a 5f non-bsc guide catheter. The device broke into 2 pieces. No device fragments were left inside the patient.

Event description:
It was reported that during a stenting treatment procedure a shaft crack occurred. The anatomy location and characteristics of the target lesion are unknown. An unknown sized omega stent was placed when the physician removed the stent delivery system it was noted that the catheter was cracked. The procedure was completed with this device and there were no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: patient sex, age at time of event, age at time of event (unit), event date, describe event or problem, therapy dates and description, catalog/model #, device lot number, device expiration date, device evaluated by manufacturer, device manufactured date, (B)(4). (B)(4). Device evaluated by manufacturer: the returned product consisted of an omega stent delivery system (sds) with no original packaging or other devices. The distal end of the balloon was bunched-up. The distal shaft was separated 17 cm from guide wire exit notch. The material was jagged and stretched. The distal shaft was stretched 17.5 cm starting from the guide wire exit notch and extending to the separation. There were two kinks in the distal shaft 12.5 and 13 cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).